Event description:
It was reported that the patient experienced fatigue. The atrial lead exhibited noise and sensing issues. Options on how to address this problem were discussed and the lead remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.